Manufacturer narrative:
(B)(4). Investigation eval and corrective actions are in-process. A f/u report will be provided.

Event description:
During debridement surgery, a pt had an air emboli while receiving an rbc transfusion during surgery. The hospital noted air in the product before transfusion. Administered oxygen and did central line aspiration. Vital signs returned to normal 10 minutes after treatment. The set will not be returned as it has been thrown away. Pt info is not available at this time.